Event description:
Writer was performing trach cares and noticed the patient's #8 shiley cuffed trach tube was broken apart from the phalange. At this time, all vital signs were stable, and patient was still adequately ventilating. Covering md was made aware and gave approval to switch #8 shiley to a brand new #8 shiley. No issues during trach change.